Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(6) reported that the customer obtained blood glucose reading of 395 mg/dl on a contour next link 2.4 meter. Upon repeat testing within a minute on another meter, the reading of 85 mg/dl was obtained. There was no allegation of an adverse event. Since the customer discarded the test strips, they are not expected to be returned. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.